Event description:
Attorney alleges that the area above the pump was inflamed. It was noted that there may be an infection. The patient was in the hospital for one week on vancomycin. The health care provider (hcp) could not find a cause for the patient's illness and it was unclear if the patient issue was related to the pump. Hcp was thinking about removing the pump. The device system was used to deliver hydromorphone (dilaudid). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, lot# serial# (B)(4), implanted: (B)(6) 2012, explanted: product typ catheter; product ID 8709, lot# j11296r23, serial# implanted: (B)(6) 2002, explanted: product typ catheter. (B)(4).